Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a possible problem with the ins. Telemetry issues occurred. It was possible that the battery was dead. The ins was not responding on the left side. The right side was showing fine. Additional information has been requested, but was not available as of the date of this report.